Event description:
It was reported that a patient underwent a right wrist scaphoid excision and four-corner fusion on (B)(6) 2013 and topical skin adhesive was used. The patient experienced redness, pus, small red bumps and inflammation. The physician was notified on (B)(6) 2013. The patient was prescribed keflex 500mg qid. The current status of the patient was reported as healed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.